Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm diameter fusiform shaped abdominal aortic aneurysm approximately five months ago. The infra-renal angle of 20 degrees. The proximal aorta was 22 mm in diameter and 20 mm in length and distally it was 32 mm in diameter. Post implant, there was a type ii endoleak was noted and left uncorrected. It was reported that approximately two weeks post implant, the patient developed serous drainage from the left groin and medication was given. The patient status is continuing. The investigator assessed this event to be related to the study procedure and not the study device.

Event description:
Additional information was received for this case. It was reported that the drainage from the left groin resolved one month post event.

Manufacturer narrative:
(B)(4). Evaluation results: patient's condition affected effectiveness of device (type ii endoleak), inherent risk of procedure (wound complications). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).